Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing pain at the pocket site of their ipg related to their thoracic scs system. The issue started to occur after the patient lost weight. As a result, the patient underwent surgical intervention. Their physician decided to explant/replace their ipg and implant the replacement ipg in a new location to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.